Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation for chronic low back pain/spinal pain. It was reported that the patient's device suddenly stopped working. Patient stopped feeling stimulation. It was reported that the device was fully charged. It was reported that the patient used their patient programmer (pp) and could not get it to start up. Patient reports pressing on the power button and it did not do anything. It was reviewed with patient to sync with the pp. It was reported that after syncing with the pp, it showed stim on. Patient services instructed patient to use the pp on the call. Reviewed to press the sync button. Patient reported that it just came on. It was reported that the pp was now working. Patient reported the neurostimulator (ins) was on and stimulation came back on. Patient confirmed he now could feel stimulation. Patient stated he would need to turn stim down. Troubleshooting resolved the reported issue. Patient considered this event a sudden change in therapy/symptoms. No further complications were reported or anticipated.